Manufacturer narrative:
Our firm was provided additional information related to the strike through events that describes what the user facility identified after discussing the reported events with their staff. "I ordered 1 case of the regard aami level 2 isolation gown ref# (B)(4). Staff were treating these as though level 4 gowns and were surprised when I explained that gowns come in different levels of protection as a level 2 gown will not protect against saturation."

Event description:
The end user facility reported strike-through. "I spilled a little IV fluid on the sleeve and it bled right through. I was helping with a laceration and some of the blood got on the sleeve and it was all over my arm by the time we got done."